Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A distributor reported that a vitality driver with a fractured tip was discovered during pre-inspection. It is unknown when the damage occurred.

Manufacturer narrative:
Corrections in d4: lot & UDI number, d9, and h3. Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is deformed/twisted. Root cause: this event could possibly be attributed to weakening of the tip material during several years of use. The twisted tip was discovered during pre-inspection, so how the device was being used when it became damaged is unknown. Excessive forces placed on the driver during a previous surgery may have contributed to this event. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A distributor reported that a vitality driver with a fractured tip was discovered during pre-inspection. It is unknown when the damage occurred.